Event description:
It was reported that the patient had received medical intervention due to hypoglycemia. The patient was found unconscious and could not be awakened. The information was limited on whether or not the patient ended up in a hospital but the patient did receive glucose on his gums while being transported by ambulance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.